Manufacturer narrative:
Trackwise # (B)(4).

Event description:
N/a.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview 6 pro gas could no flow through the device; no working tunnel could be created. Co2 insufflator was checked and was ok. A new device was used to complete the procedure. There was no delay. There was no patient harm.

Manufacturer narrative:
Tw ID#(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Tw # (B)(4). The lot # 3000397777 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
(B)(4). Updated sections: b4, g3, g6, h2, h6, h11. Corrected section: d9, h3 changed to yes; h6- code 4114 changed to code 10; code 3221 removed. The device was returned to the factory for evaluation on 10/22/2024. An investigation was conducted on 11/11/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact c-ring or the harvesting device bipolar jaws or cutter blade. The cannula was evaluated for the presence or absence of air flow through the distal insufflation tube using a cannula with the help of calibrated uson (ID 14332). A reference endoscope was inserted into the complaint device and evaluated for air flow. The device passed the air flow test, the co2 insufflation path on the complaint unit was open and unobstructed. The value displayed was 2084 sccm, which is within the specified acceptable range of 2000sccm-4500sccm (mpi2051005 rev. Aq step 9). Based on the returned condition of the device as well as the evaluation results, the reported failure "improper flow or infusion" was not confirmed.